Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test, flow transducer test and the internal leakage test during the pre-use check. An on-site investigation by our field service engineer located the faulty parts to the o2 gas module, the air gas module and one of the pressure transducers printed circuit boards. A cost estimate for the repair was sent to the customer but had not yet been accepted. No further information was provided and no further issues have been reported since the reported event. The root cause to the reported issue cannot be established by this investigation.